Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown, therefore device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported the polaris plug driver broke during final tightening of lateral connector and locking screw. A standard t-handle was used instead of torque limiting wrench. Tip of the screwdriver remained inside the locking screw. According to surgeon, this will not cause problem to the patient. The hospital scrapped the instrument. No adverse events were reported.